Event description:
Voluntary medwatch received states that several months post-cardiac resynchronization therapy defibrillator (crt-d) implant, the patient presented to the clinic for scar problem evaluation involving the right atrial (ra) lead. The patient was treated with zyvoxid antibiotics but subsequently developed a fistula and erosion. The crt-d system including the ra lead was explanted. No patient consequences were reported.